Event description:
The following was reported to hamilton medical ag: the ventilator alarmed with release valve defective. Additionally, the leak test failed. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: leak test failed, release valve defective. No patient involvement. The leak test is part of the self-tests during startup. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test is not immediate or critical failure, but part of the mandatory pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. The issue was resolved by exchanging the release valve. This case is considered as closed.